Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: at the end of a procedure while using the matrix mis system on (B)(6) surgeon tried to remove the percutaneous blades from one of the screws. The surgeon used the removal tool while removing the percutaneous blades and ensured that the tool was in proper position; however, one of the blades maintained in the screw and the other detached as it should. Reportedly they tried everything to loosen the remaining blade. An attempt was also made to reassemble the detached blade twice and use the removal tool to try and remove it again but was unsuccessful. After 20 minutes, the blade was removed with the use of the instruments. It was reported during the inspection it was noted that the blade looked undamaged. No further information was provided. This is 3 of 3 reports for (B)(4). This report is for an unknown screw.